Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va0wgkp, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 05-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was recently replaced because a surgeon damaged the lead during an unrelated scoliosis surgery on (B)(6) 2020.